Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until the noticeable click was observed, with no difficulties observed. The test was repeated 3 (three) times with the same observations observed. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 7 xb bisector scope would not insert into cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 7 xb bisector scope would not insert into cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.